Event description:
Reporter alleged obtained a result of 90 mg/dl on the aviva system and then turned "blue and had a seizure". Reporter stated that her family called the paramedics and gave her fudge, a pepsi, and sugar water which she consumed on her own. Reporter stated that when the paramedics arrived 10 mins later and obtained a result of 114 mg/dl on their system. No other actions were reported taken or treatment received. Reporter alleged, at another time, she obtained a discrepant blood glucose result of 89 mg/dl back to back with a result of 207 mg/dl on the same aviva system when testing was performed less than 10 mins apart. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.